Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a patient underwent a novasure endometrial ablation on (B)(6) 2018, the procedure went well without incident. The patient returned to the physician two weeks later for a post operative evaluation and "everything appeared to be fine." Two weeks after the post operative exam the patient was experiencing abdominal pain and went to the hospital on (B)(6) 2018 and a hysterectomy was performed. "It was believed that the patient had gas gangrene, but the culture test did not show this." It was also noted that prior to the novasure procedure the patient had a colonoscopy the week before where she was on anti-coagulants and was still on them at the time of the novasure procedure. "The patient is currently doing fine." No additional information was provided.